Manufacturer narrative:
The drill bit subject to this complaint was returned for eval. It was visually confirmed that the product showed signs of wear and tear on the plastic ultem material. It was not possible to determine the definitive root cause for the product malfunction.

Event description:
It was reported that the drill bit stalled during a surgical procedure. It was further reported that the procedure was successfully completed. No adverse consequences were reported.